Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the partial pressure of carbon dioxide (pco2) was not working properly. Per customer, it seemed to drift. The device was no changed out, they used an independent analyzer to compare the values. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) has been using the blood parameter monitor (bpm) for a number of years. The unit was gas calibrated with the calibrator prior to use the calibration passed. Acetate prime solution (plasmalyte) was used per normal practice, but the prime was buffered with sodium bicarbonate and the prime ph was >7.0. On the initiation of cpb and prior to the 1st in-vivo recalibration, the partial pressure of carbon dioxide (pco2) was measured on the bpm as about 50 mmhg. The lab analyzer measure about 40 mmhg.